Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen went black. User was unable to turn it back on with the switch or by disconnecting and reconnecting power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turn on and stuck in black screen. A field service engineer (fse) replaced the main drawer 2.2 controller board and pyxis bus modular controller board, ran a hardware test, and had the customer inventory medication in the drawer. The system functioned as intended after the field service engineer repaired the device.